Manufacturer narrative:
(B)(4). Correction to remove the following statement from the initial MDR: data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator.

Event description:
The sensor was inserted into the abdomen on (B)(6) 2019.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted on (B)(6) 2019. On (B)(6) 2019 the patient experienced a seizure. Her father found her and called 911. Her cgm value was not provided but when the paramedics checked her bg the value was at the lowest their meter would read, indicating it was less than 20 mg/dl. They treated her with glucose via intravenous (IV) therapy and when she was conscious, they had her eat. They stayed with her until she was stable. She did not require transfer to the emergency room. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. Data was provided for investigation. Confirmation of the complaint was undetermined, and the probable cause was unable to be determined via product. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.